Event description:
Surgeon inserted device into cavity and attempted to fire, device would not fire. Surgeon withdrew and repositioned device and again it would not fire. A second device was obtained to complete the procedure which was done without further incident. Original procedure was an appendectomy.